Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use. Based on the information available, the conclusion codes of caused not established and known inherent risk of device were assigned to this investigation. Model number/catalog number: 72404127, serial number: n/a, batch/lot number: 1100806126, model/catalog description: control pump fgs iz, unique identifier (UDI) # (B)(4). Model number/catalog number: 720157-01, serial number: n/a, batch/lot number: 1100536417, model/catalog description: cuff fgs 3.5 cm inhibizone, unique identifier (UDI) # (B)(4).

Event description:
It was reported that patient with an artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed and a hole in the pressure regulating balloon (prb) was observed. All components were replaced. No additional device issues or patient complications were reported.